Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Indications: the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the lvot obstruction is unknown, however may be due to ¿low flow state¿ as described in the medical records.     The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Through an incidental finding by the implant patient registry, the patient expired 2 days post tmvr.  A 29 mm sapien 3 valve was implanted in the native mitral position via venous approach. Per medical record review, the patient went into respiratory failure in (B)(6) 2019 requiring intubation. The patient has been unable to wean from the ventilator. The patient was transferred for severe mitral stenosis in hopes that this may benefit the patient respiratory status. The patient had severe mac. Ef 60%. The valve was deployed in a ¿good position¿ and no evidence of mr or pericardial effusion. There was a small-mod pvl, but because of the patient¿s condition, it was opted not to post dilate. Post-op tee showed a 20-30 mmhg lvot gradient.  The patient was a ¿non-surgical candidate given profound co-morbidities.¿ successful tmvr with mild pvl, however, significant left ventricular outflow tract gradient with a trans outflow gradient of 25 mmhg. The patient was ¿easily supported with low dose pressor therapy; likely due to low flow state, however developed severe acidosis and liver insufficiency.¿ an impella lv assist device was placed but the patient expired due to ¿his profound acidosis and likely liver insufficiency.¿